Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was found dislodged and repositioned a couple of days later. The patient condition after the procedure and currently is stable.